Event description:
It was reported that during the implant procedure the single coil high-voltage lead was unable to defibrillate the patients arrhythmia during defibrillation threshold (dft) testing and the patient needed to be externally defibrillated. The single coil lead was removed and replaced with a dual coil high-voltage lead without further incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).